Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that non patient end of bd micro-fine¿ pro pen needles 32g was found broken. This occurred twice, however, no patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: posterior needle breakage. Received several broken posterior needles from a patient, which have been occurring frequently since the switch from nano.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03oct2022. H6: investigation summary twenty three open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No. Unknown, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on twenty two samples and a broken non patient end of cannula was observed on the remaining sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that non patient end of bd micro-fine¿ pro pen needles 32g was found broken. This occurred twice, however, no patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: posterior needle breakage. Received several broken posterior needles from a patient, which have been occurring frequently since the switch from nano.